Manufacturer narrative:
Additional information received on 06 april 2017 and includes: the revision surgery was performed successfully on (B)(4) 2017. Batch review performed on 24 april 2017. Lot 102801: (B)(4) items manufactured and released on 18 october 2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 26 april 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the images were analyzed. From the photo it is visible that all the ha coating was absorbed, while some blood was still present in the macrostructures. The neck had some scratches probably occurred during the extraction. From the received image it is not possible to determine the root cause of the event. On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision 6 years after primary cementless tha. The patient was complaining about thigh pain. Radiographs provided show sign of stress shielding. This event is a possible long-term, literature described, adverse event following total hip arthroplasty. The reason cannot be determined. Not available.

Event description:
Revision surgery 6 years and 3 months after primary due to thigh pain: stress shielding visible on x-ray. Revision performed successfully.